Event description:
It was reported that the pt underwent generator replacement surgery for near end of service. Upon connecting the existing lead to the new generator, the surgeon obtained high lead impedance. The physician is planning on performing a lead revision, as the high lead impedance was not resolved when the generator was replaced. No surgery date is set. Good faith attempts to obtain additional info from the site including x-rays for assessment have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.